Event description:
During a femoral head replacement surgery, bone cement was applied. Before suturing tissue and after polymerization, pt's pulse and blood pressure dropped suddenly. Pt was recovered momentarily by cardio pulmonary resuscitation but eventually died of cardiogenic shock.